Event description:
It was reported that the patient's leadless pacemaker exhibited over-sensing. No further information was received.

Event description:
New information received notes that the patient was stable.